Event description:
Allergy-type reaction [hypersensitivity], lumps developed/ granuloma-like reaction [nodule]. Case description: spontaneous report received on (B)(6) 2010 from a physician via a company representative regarding a patient of unknown age, gender, initials, and relevant medical history. The patient received an unknown quantity of prevelle silk within the past 12 months. After receiving prevelle silk, the patient experienced an "allergy-type reaction," which presented as redness, swelling, and firm bumps at the site of placement of the product. As of the date of receipt of this report, the patient outcome was unknown. Additional information was received from the physician on (B)(6) 2010. The physician reported that the patient experienced a "granuloma-like reaction" after receiving prevelle silk within the last 6 months. The patient's event seemed to be settling quite quickly and the patient has not yet had a recurrence of the event. The physician also provided the prevelle silk lot number and expiration date: lot number n0909 with expiration date dec-2010. Additional information was received from the physician on (B)(6) 2010. The patient was a (B)(6) female, initials (B)(6), with a relevant medical history of treatment with prevelle silk in (B)(6) 2009 and esthelis in (B)(6) 2009. On (B)(6) 2010, the patient received an injection of 0.75 ml of prevelle silk into the tear troughs. Alcohol wipes were used to cleanse the skin prior to the injection(s). A 30 g (gauge) needle was used for the injection(s). Starting on (B)(6) 2010, the patient experienced "lumps," which were of severe intensity and assessed as definitely related to prevelle silk. The lumps required treatment with kenacort injections and antibiotics. No further information was provided. As of the date of receipt of this report, the patient outcome was not yet recovered. The qa (quality assurance) results were received on (B)(4) 2010. The product and quality control documentation for lot number n0909, expiration date 12/2010 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. See manufacturer's control numbers: (B)(4) for other adverse event(s) from this reporter. Manufacturer's comment: the benefit-risk relationship of prevelle silk is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number n0909, expiration date 12/2010 were reviewed. The investigation showed that the patient met specifications. No associated non-conformances were noted.